Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion; there was a large amount of solution that remained in the device after infusion. The device had been filled with 6000mg cephazolin in 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from september 30, 2019 - october 02, 2019. H10: the device was received for evaluation containing 160 ml of fluid in the bladder. Visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional flow testing was performed with no issues noted. The test results were satisfactory; the device was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.